Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. A physical unused samples are required for leakage testing. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. DHR could not be performed as the lot# is unknown.

Event description:
It was reported that a shot of b12 medication leaked from the threaded connection point at the tip of the bd luer-lok¿ tip syringe with bd precisionglide¿ needle during use. The following information was provided by the initial reporter: "1 syringe found to be faulty today because all of the medication spilled out at the threaded connection point at the tip of the syringe. Direct consumer home user takes 1 b12 shot every month, receives form pharmacy."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a shot of b12 medication leaked from the threaded connection point at the tip of the bd luer-lok¿ tip syringe with bd precisionglide¿ needle during use. The following information was provided by the initial reporter: "1 syringe found to be faulty today because all of the medication spilled out at the threaded connection point at the tip of the syringe. Direct consumer home user takes 1 b12 shot every month, receives form pharmacy."